Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated ot to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3731521 showed that the devices were conformed to in process and finished goods specifications when released to stock the 25 oct. 2013. Expiration date: 2016-09 (according to retained labels). No nonconformance was opened. Ot was opened relating to repair on vac dry oven, with no link with this complaint. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
During a mpfl recontruction, anchor was very easily pulled out of drill hole, although gryphon trocar and gryphon drill had been used. Explicitly no complications during drilling, no abnormal bone. Surgeon finished procedure with gii anchor, delay of 10 minutes; no further harm to the patient.